Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to the lithium battery on the system board. Zoll recommended replacement of the lithium battery every 5 year. This device is approx 10 years old. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.